Event description:
Reporter alleges that after phaco handpiece was inserted in eye, machine was not functioning. A second system was introduced and was also not functioning. Converted to ecce. Vitrectomy required.